Event description:
When they were done with the first stitch with the inserter needle, they pushed the trigger and the first t has been fixated out by the capsule in the right position. They pulled the needle back to make the second stitch and then t2 got loose from the inserter in the joint without anyone having to push the trigger. The implant will be useless and had to be cut out from the meniscus. They were able to suture the meniscus when they took new fastfix 360 implants. The result of the meniscus repair was satisfied. T1 still remains unsupported I the patient.

Manufacturer narrative:
The device was evaluated and the t's and suture were not returned. The incident report confirms that this is related to CAPA (B)(4), which has been opened to track the root cause and corrective actions. (B)(4).